Event description:
On the afternoon of october 30, 2002 the physicist was performing routine qa on the gamma knife and noticed that calibration data in a file named kula.txt was incorrect. There was some uncertainty if this was the file actually being used by gamma plan software. An attempt was made to contact the factory engineer who usually worked on the system but he was unavailable. The next morning the physicist discussed the situation with the engineer and they concluded that this was indeed the file the system was using and the system date indicated that it had been created or modified on august 26, 2002. The correct calibration information had been entered into this file on may 20, 2002. The engineer said they would be arriving on site that morning to investigate. The physicist checked several patient files and determined that the incorrect calibration data was probably used for patients treated for one month (total = 10) and that the correct data was probably used for all patients treated before august 26, 2002 (total = 22). A subsequent detailed analysis of all patients verified this finding. The two radiation oncologists whose patients were treated after august 26, 2002 were immediately notified by the physicist at approximately 9:00 am october 31, 2002. The measured dose rate was 3.582 cgy/min on may 18, 2002. The dose rate in the file after august 26, 2002 was 3.500 cgy/min on january 1, 1999. This difference would cause the software to increase treatment times by about 60% in order to compensate for the apparent reduced source activity. When the engineer arrived on site, it was found that another factory engineer had installed software for a new printer on august 26, 2002. Although the kula.txt file should not have been changed in this process, it had apparently been replaced by one that is often used for system testing during installation of the gamma plan software. It has not yet been determined why or how this was done.